Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had no delivery and also mentioned during troubleshooting that they experienced a blood glucose level of 436mg/dl. The customer treated with food. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.